Manufacturer narrative:
Evaluation - visual inspection of the returned product showed that the lens was received stuck inside the cartridge. There was evidence of a clear surgical residue; however, there was no visible damage to the cartridge. Conclusion - based on the complaint history and evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and foam tip plunger were not returned for evaluation.

Event description:
It was reported that the surgeon was attempting to insert a cc4204bf collamer plate lens and the lens got stuck in the cartridge. There was no patient contact.